Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Customer was contacted 3 times, and device was not returned. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. Device not returned.

Event description:
It was reported that anchor fractured during surgery and remained inside the patient. No other patient harm or surgical delay was reported.